Event description:
Additional information received - the facility reported the patient is doing well and the vision is 20/20 distance, j1 upclose.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the patient had a refractive surprise after implantation of the icl. The icl was exchanged with a different power which resolved the problem. It is highly unlikely that the power of the icl is incorrect or labeled incorrectly since the problem was resolved after exchange with a different power. This event is most likely caused by inaccurate refractions prior to calculation of the lens power to be implanted. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event is inaccurate refractions prior to calculation of the lens power to be implanted. (B)(4).

Manufacturer narrative:
Method: lens work order search. Results: a visual inspection of the returned product found a plate haptic is torn and piece is missing. Lens was returned dry. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation:results - the lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the patient's right eye on (B)(6) 2012. Stated there was overvault. The doctor saw the patient on (B)(6) 2013, the vault was fine but still at +1. Overcorrected and patient's vision had impaired. Surgery for removal of implanted lens and exchanged for a same size, different diopter. A supplemental medwatch will be submitted when further information is available. See MFR#2023826-2013-00094 for left eye.